Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: method code 3331, 10, 4110. H6: results code 3252. H6: conclusion code 4315. D10: yes. Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified and risks were within acceptance criteria. Root cause was unable to be determined.

Manufacturer narrative:
Reference: (B)(4). Customer has indicated that the product is in process of being returned to orthopediatrics for investigation.

Event description:
It has been reported that following the placement of a locking cannulated blade plate, the patient presented with pain. The plate was found to be fractured via radiographs and the patient was revised. No additional patient consequences were reported.